Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease fold and yellow particles in the inside in the shell. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.